Manufacturer narrative:
Bci cts (customer technical support) assisted the customer in cleaning up spill and replacing peri pump tubing and repositioning drain tubing. The cup is now draining properly.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the creatinine cup was not draining and cup overflowed liquid into compartment of the synchron cx9 alx clinical system. No injury was reported and no erroneous results were generated.